Event description:
Ous MDR - after an implant period of approximately 58 months two ineffective shocks were observed during vt. On (B)(6) 2018 the physician decided to perform a dft. The vf was successfully interrupted with a 40 joule direct-biphasic-2 shock. Furthermore it was reported, that all electrical parameters of the lead are within normal range.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned follow-up data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned follow-up data have been analyzed. The available iegms documented a vf episode on (B)(6) 2018 at 09:37 p.m., which resulted exclusively from intrinsic heart signals. This episode was appropriately detected by the device, which, as programmed, delivered a maximal energy shock. This first shock was unsuccessful, for which a second maximal energy shock was delivered subsequently, which also was unsuccessful. The charging of a third shock started, however, the charging stopped, as expected, because the vf was terminated. According to the information available for analysis, there is no indication of an ICD or lead malfunction. The data showed that the ICD functioned as expected. The analysis did not show any anomalies. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The analysis of the returned data revealed no indication of an ICD or lead malfunction.